Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate high voltage ( hv) therapies. Upon device interrogation, it was observed that the patient received 12 shocks and the device found to be in backup vvi. On (B)(6) 2018, the device was explanted and replaced after a programming changes were made. The patient was stable before, during and after the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench. The cause of bvvi operation was due to a thor chip timeout followed by thor not enabled. This is consistent with a firmware anomaly involving an integrated circuit.